Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and clean the pump and successfully completed the cartridge load process, resuming insulin use. Technical support advised monitoring system performance and agreed to send cartridge replacements, which the customer understood and acknowledged.